Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis, increased sensitivity, swelling, fistula, abscess, mobility. Apical infection at the implant - vestibular fistula (origin of the infection?).

Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis, increased sensitivity, swelling, fistula, abscess, mobility. Apical infection at the implant - vestibular fistula (origin of the infection?).